Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer inserted a trach tube on the patient on (B)(6) 2022, and experienced a severe cuff leak on (B)(6) 2022. The issue was resolved with a premature trach change. All three (3) trach cuffs had been inflated to hospital-recommended 10cc of sterile water and all three showed obvious evidence of rapid leak when re-inflated with water outside the patient. The patient is on chronic home mechanical ventilator. In all, three episodes occurred and the issues resulted in sudden severe respiratory decompensation requiring immediate emergency tracheostomy tube change. Most recent episode developed leak after 30 hours post-insertion. All three (3) episodes have been actually life-threatening as the mechanical ventilator required for life support suddenly can not ventilate the patient with a large sudden cuff leak. In all three (3) cases, patient required immediate trach change, performed by family member who is trained as an emergency physician. Without prompt trach change, patient's condition would have deteriorated rapidly, with risk of death without proper ventilation and oxygenation. No permanent patient injury occurred. Patient experienced severe respiratory deterioration within two minutes, low oxygen saturation and tachycardia (120-140's).

Event description:
Additional information received via customer response email 20-oct-2022: patient demographics provided.

Manufacturer narrative:
H10: device evaluation: one sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, cut that could cause the failure mode reported. The sample was tested for leak by introducing air in the product. Holes were detected in three samples. By the physical evaluation of the unit, the complaint was confirmed. No other analysis was performed. The cause of the failure mode was traced to manufacturing. A CAPA was opened to investigate and address the root cause and corrective actions relating to inflation, leakage, and symmetrical issues. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).